Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the returned samples provided by your facility. Bd received 7 q-syte extension set units of which 6 were received within sealed packages from lot number 8274895 and 1 consisted of a used q-syte assembly with no packaging. All components within the sealed packages were present. Through the visual/microscopic evaluation of the used unit, the top and bottom disk revealed damage in the form of a tear. Damage was not observed with any of the units received in sealed packages. A water leak test was performed with the q-syte on the actuated and the unactuated positions and with and without the extension sets. Leakage was not observed with any of the units. The returned representative units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. The damage observed with the used unit could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: from the emergency room department: lot no. 8274895. The q-syte leaked when blood was collected (not along the split septum, but along the edges). The q-syte had not yet been used for the administration of medicines. The emergency nurses prick the infusion without gloves, but I haven't received a report of mucous membrane exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage. The following information was provided by the initial reporter: from the e.r. Department: lot no. 8274895. O the q-syte leaked when blood was collected (not along the split septum, but along the edges). The q-syte had not yet been used for the administration of medicines. The emergency nurses prick the infusion without gloves, but I haven't received a report of mucous membrane exposure.